Event description:
It was reported that the patient was experiencing pain at the site of her implantable neurostimulator (ins). It was noted that the ins had previously been moved from the right side to the left side of the patient's body. The reporter stated that her "implant was coming to the surface of her skin and was trying to push it's way out again." It was noted that the patient was considering having the ins explanted. It was further noted that the patient's physician was considering sending her to a plastic surgeon to "put some sort of flap on it." Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).